Event description:
The pt reportedly experienced intermittencies followed by a loss of lock between her external equipment and implant. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Testing showed that the device was not functioning. Surgery to explant the pt's device will be scheduled.